Manufacturer narrative:
The initial MDR 2432235-2017-00399 was filed on june 28th 2017. Additional information (07/06/2017): a siemens headquarter support center (hsc) specialist reviewed the information and stated that there is no issue with the assay or the reagent lot. The analytical measuring range (amr) of the assay is upto 1300 u/l and the system has been validated for an auto-dilution of 1:6. Dilutions as high as 1:1000 can introduce error. The validated diluent is saline and this is used by the instrument. This issue was isolated to one patient sample and interfering substance in the sample could have contributed to the falsely elevated result at the 1:1000 dilution. The assay did not exhibit a hook or prozone effect and abnornal absorbances would get flagged by the system. The cause of the discordant, falsely elevated creatine kinase result at 1:1000 dilution is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer care center (ccc) specialist followed up with the customer regarding this issue. The laboratory biologist had expected a higher result for creatinine kinase based on the clinical profile of the patient and had questioned the initial low result. A discordant, falsely elevated creatinine kinase result was obtained upon repeat testing at 1:1000 dilution. However, the initial result was confirmed to be correct based on results obtained from another laboratory. The customer laboratory also performed additional dilution studies with the frozen sample from this patient and the creatinine kinase results were in alignment with the initial result. The cause of the discordant, falsely elevated creatinine kinase result on repeat testing at 1:1000 dilution is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
An initial creatinine kinase result of 18 u/l was obtained on one patient sample on an advia 1800 instrument. This initial result was reported to physician(s). The biologist at the laboratory questioned the initial result and sample was diluted and repeated on another advia 1800 instrument resulting higher. A different aliquot of the same sample was sent to another laboratory for testing on creatinine kinase and the result was similar to the initial result of 18 u/l. The initial result of 18u/l is not considered to be discordant. There are no known reports of patient intervention or adverse health consequences due to this issue. There are no known reports of a delay in administering treatment or medical intervention to the patient due to this issue.